Event description:
The customer reported a damaged and extracted tooth while wearing the aligners, the customer was not able to provide the impacted tooth number. Medical intervention was required. Aligner treatment was not discontinued.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth damage which the customer stated resulted in extraction of the tooth. This event not reported within the required 30-days is covered by CAPA # (B)(4).